Event description:
It was reported that pre-op to an unknown procedure, the packaging, clear plastic, appeared to have 'needle holes' in it. The device was not used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: only the tyvek packaging and device were returned for evaluation. Visual inspection were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the cb5lt device and tyvek packaging were returned for analysis. Upon visual inspection, no damage was observed on the tyvek packaging. No conclusion could be reached on the cause of the reported event as per conditions of the returned device. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.